Manufacturer narrative:
The customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including bench handling, power cycling and ibp monitoring functional stress testing without duplicating the report. An inspection of the defib cable did show fretting on the pins and the defib cable receptace was replaced as a precaution. A new multi-function cable was returned with the device as a precaution. The customer was instructed to discard their multi-function cable. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device inappropriately shut down. Complainant did not indicate that there was any patient involvement in the reported malfunction.